Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was taken to the hospital by a family member for 24-hour observation and did experience a change in health condition possibly related to the reported device issue. The machine was very dusty, she called customer service, and they advised to change column, she did. The machine started to overheat and read low o2. There were audible or visual alarms on the device at the time of the event. She states she was being treated in the ER for other medical condition. She is on continuous oxygen 24/7 @ level 4. She did not have an alternative oxygen supply for use during the device issue. She is currently doing fine but states "she does not want refurbished machines". She did receive a replacement unit within 48 hours.